Manufacturer narrative:
Lot review: lot# 3293931 showed (B)(4) units were manufactured, tested, inspected and released in july 2016 citing no exception documents. Visual receipt analysis: 12/30/2016 - received two used d1000 tego connectors, reported lot# 3293931. No mating devices were returned. One tego was observed to have blood under the silicone. Functional testing: both d1000 tego were pressure tested to test the main seal integrity. Sample with blood between seal: failed. The d1000 tego was disassembled. Cavity h8, damage to the one piece seal at the main seal interface. Sample with no damage or blood leakage: pass, no air leakage. Final analysis summary: the complaint of d1000 tego blood leakage was confirmed with one of the returned connectors. The leakage was the result of damage to the one piece seal at the main seal interface with the body.

Event description:
Complaint received reporting leaking incident involving use of d1000 tego connectors. It was reported "leak on the tego caps at the end of the dialysis treatment: when opening the dressing on the patient, we have noticed a consequent blood loss. There were adverse patient consequences reported.

Manufacturer narrative:
Lot review: lot# 3293931 showed (B)(4) units were manufactured, tested, inspected and released in july 2016 citing no exception documents.

Event description:
Complaint received reporting leaking incident involving use of d1000 tego connectors. It was reported "leak on the tego caps at the end of the dialysis treatment: when opening the dressing on the patient, we have noticed a consequent blood loss. There were adverse patient consequences reported.